Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a perceval sutureless valve, size not reported. The manufacturer was notified via the FDA that the device was explanted 18 months after the implant on (B)(6) 2019. The valve had migrated distally, causing severe perivalvular leak, congestive heart failure, and obstruction of the right coronary artery. Did not appear to be under or over sized. The pt required redo sternotomy and valve explant. Replacement with 27 mm edwards magna ease valve. FDA safety report ID# (B)(4).

Manufacturer narrative:
Based on the available information, it is not possible to draw a definitive conclusion regarding the reported percival migration and consequent pvl and re-operation. No serial number was identified and the device was not returned thus no investigations were possible for the reported event. The manufacturer attempted to follow up further on this event, but no additional information been received to date. The case will be closed at this time as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.